Manufacturer narrative:
(B)(4). The alarm board assembly (p/n: 77-1110-001, s/n: (B)(4)) was returned for evaluation. Visual inspection of alarm board assembly and was performed and no abnormality was noted. The alarm board assembly in question was then installed into a known good autocat2w and performed functional testing. The pump was powered up successfully and no alarms. The pump was left to run for six hours without any alarms or errors. The functionality of alarm board circuitry was performed by removed the ac power cord, switched off the dc circuit breaker, and then turned on the main power switch. The system was alarmed for approximately 30 seconds. The pump with the alarm board assembly in question functioned as intended. The alarm board assembly passed functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of "alarm board alarming constantly in ac or dc" is confirmed by the field service engineer; however, the reported problem could not be replicated at the teleflex chelmsford facility during the functional test. The alarm board assembly passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported via a field service report: (B)(4). Symptom: alarm board alarming constantly in ac or dc power. Findings / actions taken: replaced alarm board - unit checks-ok fcn level: 1416, software level: 2.24. Op = on patient, confirmed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported via a field service report: (B)(4), symptom: alarm board alarming constantly in ac or dc power; findings / actions taken: replaced alarm board - unit checks-ok. Fcn level: 1416, software level: 2.24; op = on patient, confirmed.